Event description:
Arthrex flipcutter instrument broke while inserted into the knee. The part that broke was not inside of the patient and no injury occurred. Instrument was able to be taken out of the knee and a new instrument was used.